Manufacturer narrative:
(B)(4). Batch #: t93g8j. Additional information was requested and the following was obtained: it was reported that, during a laparoscopic sigmoidectomy, the hand switch cord disconnected, and the handpiece was cracked. The number of remaining uses of hp054 was 40. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. No communication issues were noted as reported. Due to the device returned condition we were unable to investigate further we were unable to investigate further the reported non functional with hand activation. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the hand switch malfunction. There was a disconnection. There was no adverse consequence to the patient.